Event description:
It was reported that during an implant procedure, the lead fractured on the proximal end. The connector pin was damaged as a result during an attempt to reposition. The lead was removed and successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed, and the distal conductor of the lead was extrinsically over-rotated, the connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.